Event description:
Initial report: this spontaneous report was received from a consumer via our affiliate in another country. A ptc (product technical complaint) has been initiated for this report: local ptc. This report involves a female patient who was administered three treatments with sculptra (poly-l-lactic acid) (indication, dosage and therapy dates not provided). Medical history is unknown. No concomitant medications were indicated. A consumer reported that she received three treatments with sculptra and developed lumps and bumps all over her face with one large lump on her chin. The treatments were administered approximately six weeks apart with the last treatment in 2006. The patient stated that she first noticed the lumps approx one and a half months earlier. The lumps are especially bad on the right side of her face below the corner of her mouth, near her chin. She could feel them from inside her mouth with her tongue. Her physician gave the patient unspecified steroids for ten days to treat the lumps, which was ineffective. The patient was then given three small injections directly into the lumps with triamcinolone, which was also ineffective. The outcome was ongoing at the time of the report. Further information has been requested. Addendum for follow-up received on 12/19-2006: additional information was received from the patient indicating that she has used sculptra for 3-4 months, but stated her "face is a mess" she has "terrible" raised lumps on her face, which she said looked like "dried warts", her skin is purple and it is painful to talk. The patient is very distressed. She has been back to the specialist who administered and injection (nos) and told her to massage the area. Addendum for follow-up information received on 01/04/2007: additional information was received from the patient's dermatologist. The patient developed nodules on either side of her chin following two sessions of sculptra therapy in 2006. The doctor's observations are that there is a slight prominence, redness probably due to over massaging by the patient. Following a course of systemic corticosteroids, oral steroids and two steroid injections, the nodules are still present and the patient has developed a psychiatric disorder (nos) with suicidal tendencies. Further information is expected. Addendum for follow-up received on 01/16/2007: further information was received from the physician indicating the patient had her first session in 2006 and 14ml was injected with 7ml dilution (lot number a5008) to both sides of her face. The second session was at the end of the following month, with 10 ml injected with 7 ml dilution (lot number a5008) to both sides of her hace and the third session was approx six weeks later, with 10 ml injected with 7 ml dilution (lot number a5008) to both sides of her face. Each vial was diluted with 5 mls sterile water and 2 ml 2% plain lidocaine. Fourty days earlier, the patient developed nodules on either side of her chin in the marionette lines. The patient is seeking the opinion of an oral surgeon. The patient has had a dental opinion and an x-ray showed normal results. The doctor had followed the advice given by the clinical team. A course of oral steroids was given the same month, as corrective treatment and intralesional triamcinolone via buccal approach approx two months later and the following month. If the incident were to occur again, the reporter stated it would not lead to death or a serious injury/deterioration in health. The reporter considers the reaction to be definitely related to therapy with sculptra and the patient's outcome is persisting. The patient has not had any similar events after sculptra treatment and no similar events after treatment with other products. No other histology or laboratory tests were performed. There were no concomitant medications. No further details. Addendum for follow-up received on 01/25/2007: global ptc results: brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Addendum for follow-up received on 02/09/2007: follow-up information indicates that there was no corrective treatment provided. The events are ongoing. The patient experienced the following depressive symptoms, depressed mood, fluctuating mood, loss of interest or pleasure, tiredness or fatigue, excessive or inappropriate guilt and impairment in social or occupational activities. The patient does not have a history of depressive disorders. No further details provided. No further information expected. The physician reports that this case has also been reported to the regulatory authorities. Reporter's causality assessment for depression: not specified. Reporter's causality assessment for all other adverse events: definite.

Manufacturer narrative:
Addendum for 01/16/2007: information was received from the physician indicating the patient had her first session in 2006 and 14 ml was injected with 7 ml dilution (lot number a5008) to both sides of her face. The second session was the following month, with 10 ml injected with 7 ml dilution (lot number a5008) to both sides of her face and the third session was approx six weeks later, with 10 ml injected with 7 ml dilution (lot number a5008) to both sides of her face. Each vial was diluted with 5 mls sterile water and 2 ml 2% plain lidocaine. Fourty days earlier, the pt developed nodules on either side of her chin in the marionette lines. The pt has had a dental opinion and an x-ray showed normal results. A course of oral steorids was given in the same month, as corrective treatment and intralesional triamcinolone via buccal approach approx two months later and the following month. If the incident were to occur again the reporter stated, it would not lead to death or a serious injury/deterioration in health. The reporter considers the reaction to be definitely related to therapy with sculptra and the pateint's outcome is persisting. The patient has not had any similar events after sculptra treatment and no similar events after treatment with other products. No other histology or laboratory tests were performed. Addendum for 01/25/2007: global ptc results: brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related.